Manufacturer narrative:
As reported, an 8f 11 cm avanti plus sheath introducer with mini guidewire became stuck. The rest of the sheath remained in the vein. The device along with a non-cordis sheath were inserted into the vein for an electrophysiological procedure. Towards the end of the procedure, the doctor removed the catheter and when trying to remove the sheath, it was felt that something became stuck. The doctor applied a little more force to pull the sheath and was left with only the valve in the hand. Throughout the entire procedure, everything went normal. There was an unknown catheter in the avanti sheath throughout the procedure and aside from rotating the sheath to take blood, the sheath was not touched. To remove out what was left in the vein they had to open the other side; use both a snare and a balloon and eventually managed to pull the remaining part out of the vein. The device was properly stored and opened in sterile field. The patient was not hospitalized because of the event, nor was the patient's hospitalization extended due to the event. The procedure was a cryo, and the vessel/lesion characteristics were not specified. There were no anomalies noted when the product was removed from the package. The product was stored and handled according to the instructions for use (IFU), inspected, and prepped according to the IFU. No difficulty was experienced in prepping the device, and no resistance or friction was encountered during any part of the procedure or while advancing the device. No unusual force or excessive torquing was necessary during use of the device. Additional event details were requested; however, not provided. A procedural film is not available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and without procedural films the reported customer complaint " catheter sheath introducer (csi) separated" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Additional force and manipulation of the catheter sheath introducer (csi) while in the vessel may have also been a contributing factor the reported event. Friction from multiple concomitant devices may cause wear on the sheath that may have led to the reported event. Vessel characteristics, such as acute/severe angles/tortuosity may also contribute to such event, as these can lead to resistance upon insertion (which was not specified) and cause buckling of the sheath material. As per the instructions for use (IFU), during insertion of the sheath, it should be grasped close to the skin to prevent buckling. To avoid damage to the sheath tip, do not withdraw the dilator until the csi is in vessel. Hold the sheath in place when inserting, positioning, or removing any catheters. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an 8f 11 cm avanti plus sheath introducer with mini guidewire along with a non-cordis sheath were inserted into the vein for an electrophysiological procedure. Towards the end of the procedure, the doctor removed the catheter and when trying to remove the sheath, it was felt that something became stuck. The doctor applied a little more force to pull the sheath and was left with only the valve in the hand. Throughout the entire procedure, everything went normal. There was an unknown catheter in the avanti sheath throughout the procedure and aside from rotating the sheath to take blood, the sheath was not touched. The rest of the sheath remained in the vein. To remove out what was left in the vein they had to open the other side; use both a snare and a balloon and eventually managed to pull the remaining part out of the vein. There was no death or serious patient injury. The device was properly stored and opened in sterile field. The patient was not hospitalized because of the event, nor was the patient's hospitalization extended due to the event. The procedure was a cryo, and the vessel/lesion characteristics were not specified. There were no anomalies noted when the product was removed from the package. The product was stored and handled according to the instructions for use (IFU), inspected, and prepped according to the IFU. No difficulty was experienced in prepping the device, and no resistance or friction was encountered during any part of the procedure or while advancing the device. No unusual force or excessive torquing was necessary during use of the device. Additional event details were requested; however, not provided. The device was discarded and the lot number was not saved.